Manufacturer narrative:
Concomitant medical products: ddbb1d4, ICD; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was sent from the hospital due to the presence of a cardiac device implanted in the patient. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Follow-up was completed with the patients clinic. The healthcare professional (hcp) at the clinic was able to verify that the patient was seen in-office three days later. No reprogramming was completed at this time and the patient will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.